Manufacturer narrative:
Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No suture or ts remain on the insertion needle but were returned for evaluation. Examination of the construct showed t1 is missing. T2 and the suture show no abnormalities. The needle is dramatically bent on two planes. Device could not be functionally tested due to the dramatic bend of the needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Use error is most likely a contributing factor to this event.

Event description:
It was reported that t1 and t2 was deployed simultaneously. Finally a backup device was used to complete the surgery. There was no delay or patient injury reported.